Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer attempted various solutions, including using different cables and adapters without success. Consequently, technical support decided to replace the pump, and the customer planned to continue using the current pump as backup therapy.